Event description:
It was reported that a cartridge alarm occurred during insulin delivery resulting in a blood glucose (bg) level of "high." Customer changed the cartridge and administered a correction bolus to resolve the bg. Customer reverted to an alternate method of insulin therapy.